Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system was returned to edwards lifesciences for evaluation. The guidewire and nose tip were returned separately. Visual inspection revealed the balloon burst appeared to be radial and longitudinal. The balloon appeared to be missing pieces. The device was returned with the balloon material folded over the tip, which would indicate the balloon was in a ¿burst¿ shape or geometry prior to retrieval into the sheath. No relevant functional testing could be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Lot history review revealed other similar complaints related to balloon ¿ burst and delivery system ¿ withdrawal difficulty ¿ through sheath. Complaint history review from may 2018 through april 2019 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for balloon ¿ burst and delivery system - withdrawal difficulty ¿ through sheath. No manufacturing nonconformances were identified in the returned samples. A review of the complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for the appropriate trend categories. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints for balloon ¿ burst and delivery system ¿ withdrawal difficulty ¿ through sheath were confirmed based on visual inspection of the returned device. Review of the manufacturing mitigations, DHR, lot history, and complaint history did not indicate any manufacturing non-conformances contributed to the reported event. No IFU/training manual deficiencies were identified. Available information indicated procedural (over inflation of the balloon) may have contributed to the balloon burst. The altered profile of the burst balloon may have become caught on the tip of the sheath or other parts of the patient¿s anatomy, contributing to the reported withdrawal difficulties and separation of the balloon, and subsequent surgical cutdown to remove the remaining pieces of the balloon and repair the femoral artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, the commander delivery system balloon ruptured during deployment of a sapien 3 valve. During a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 valve, the delivery system balloon ruptured. Difficulties were encountered during the attempt to withdraw the delivery system. The delivery system could not be retracted into the esheath. During the withdrawal attempt, the concentric tear in the balloon separated into two pieces. A surgical cutdown of the right common femoral artery was performed to remove the remaining balloon pieces and repair the artery. Due to a concern of a dissection from the retrieval of the torn balloon through the area, a stent was placed in the right common iliac artery. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. It was perceived that the delivery system balloon got pinched between the sinotubular junction (stj) and the top of the valve frame causing the rupture at the end of the valve deployment.